Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Tissue and charred material was observed on the jaws. Traces of blood were seen on the handle. The heater wire was flexed away from the center of the hot jaw and remained attached at the base and tip of the jaw. The silicone insulation on the cold jaw was partially torn from the base and still attached to the tip of the jaw. Based on the condition of the device as found, both the reported failure "bent wire" and analyzed failure "peeled jaws" was confirmed. Specific actions for the failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.